Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The same day the patient had trouble keeping his oxygen levels up. An x-ray and CT scan were done with no findings. On (B)(6) 2022, another CT scan was done which confirmed bilateral pneumonia. The patient remained hospitalized until (B)(6) 2022.